Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had trunnionosis following a stryker total hip implant. It was further reported that there was no fracture of the femoral neck however metallosis was seen in tissues and black material was seen around neck when head was removed.